Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer also reported a leak in the reservoir. Customer's blood glucose reading was 123 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please reference svn: (B)(6).